Manufacturer narrative:
Lot review: a review of lot # 3324986 showed that 40 units were manufactured, tested, inspected, and released, citing no exception documents. Visual inspection: received one used 011-46102-55, 03 ml safeset¿ reservoir kit w/single needleless valve; reported lot# 3324986. The female luer connected to the stopcock of the safeset syringe was confirmed to disconnected from the red-stripe pressure tubing. No tubing remains in the tubing pocket. The pressure tubing was not retuned. No defect or anomaly was observed with the female luer. No pressure tubing was returned for inspection. Final analysis summary: the reported complaint of failed bond was confirmed with the partial set returned. The root cause of the failure could not be determined. Iicu medical will continue to monitor and trend the reported complaint.

Event description:
Complaint received regarding two 011-46102-55, 03 ml safeset¿ reservoir kit w/single needleless valve; lot# 3324986 (mfd. 10/2016). Report states: two (2) safeset line fell apart at bonded area. One of the faulty products will be returned. Unfortunately the second one was discarded. No adverse patient consequences reported.